Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on november 29, 2007 reporting that the one touch ultra2 meter was giving an inaccurate high result and the ultra soft lancing device's cap was broken. The lfs contacted the patient for additional information and confirmed/verified following information. In 2007, the patient tested himself on the meter and obtained a reading of 7.9 mg/dl on the meter. He did not take any medication as a result of the reading obtained. After an hour, he started to feel unwell as he was starting to eat his breakfast. He felt sweaty and shaky and was able to associate these symptoms to hypoglycemic condition. As a result, he took 2 tablets of glucose. After a half an hour, the patient felt better. The patient did not test himself on the meter during or after the symptoms started. He did not seek any medical attention or alter his dosage of medication based on the symptoms or readings. It was reported that the patient has been able to use his pen to test his blood sugar level throughout despite the reported problem, which existed for almost two weeks. The patient usually gets readings between 7-10 mmol/l. He tests twice a day. He takes novamix 30 insulin: 10 units in morning and 6 at night. He also takes 1 tablet of metformin 850 mg three times a day. The customer service representative (csr) verified that the patient did not misuse the product and it was not a new product. Replacement products were sent. This complaint is being reported due to the fact that the patient claimed he tested himself on the meter and received relatively normal reading that does not correlates with his existing symptoms suggestive of hypoglycemia. The patient self-treated himself with glucose tablets and felt better. He denied seeking any medical attention.